Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion and altitude alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge leaking and cartridge change error issues could not be verified.

Event description:
It was also reported that an occlusion alarm occurred. Reportedly, the cartridge had been in use past the labeling guidelines. While changing the cartridge to resolve the issue, it was found that the cartridge was leaking from the o-ring. Additionally, due to the insulin leakage, an altitude alarm was reported to have occurred while the customer was not outside of the labeled operating altitude range. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 346 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.